Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultraeasy meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation since the patient could not be contacted to obtain additional information. The patient was unable to state when the inaccuracy first occurred, but stated that they had obtained a blood glucose result on the subject meter which read ¿over 600 mg/dl¿. The patient stated that they manage their diabetes by self-adjusting their insulin dosage based on subject meter readings. In response to the result of ¿over 600 mg/dl¿ the patient administered additional insulin (12 units of basal insulin and 10 units of rapid insulin). At an unknown time after administering this insulin the patient stated that they experienced ¿hypoglycemia¿ ¿ no specific symptoms were mentioned and the medical surveillance specialist was unable to obtain this information. In response to this, the patient self-treated by consuming a ¿cola¿. At an unknown time in relation to these events the patient also measured their blood glucose on another onetouch ultraeasy meter and obtained a result of ¿151 mg/dl¿. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the results which were obtained were obtained from tests performed greater than 30 minutes from each other. The patient¿s products were requested for evaluation. This complaint is being reported because the patient obtained a blood glucose reading on the subject meter which exceeds lfs serious injury criteria. This led to the patient administering too much insulin, experiencing ¿hypoglycemic symptoms¿ and then having to self-treat in order to increase their blood glucose levels after the alleged product issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.